Manufacturer narrative:
The hill-rom technician obtained the following information from the chief operating officer at the account: a wife was visiting her husband in his patient room and apparently tripped on a cord and fell to the floor. As there were no witnesses other than the husband, the telemetry manager discovered the fall during a routine check-up of the patient. The wife was taken to the emergency department for immediate care and treatment as she was complaining about her hip hurting. The emergency department physician on duty ordered a hip x-ray and the official radiologist reading indicates a minimal fracture of the hip. The wife was scheduled for hip surgery. The hill-rom technician inspected the bed and found the pendant cable was not clamped to the bed properly. Two clamps were missing from the left side frame of the bed which allowed the straight pendant cable to hang. The account installed the missing clamps to repair the bed and indicated that the remaining two holes were never tapped. The technician inspected the remaining beds at the account and found all of the pendant cables were properly clamped.

Event description:
The hill-rom technician was contacted by the facilities maintenance who alleged a visitor was injured when she tripped on the pendant cable.